Manufacturer narrative:
The insulin pump was received with scratched display window, cracked display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a cracks in the display and they have become bigger. Customer's blood glucose was not provided. No further information reported.